Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device showed a gray battery longevity status bar, even though it had been stored at room temperature for several days. The device was not used and there was no patient involvement.